Manufacturer narrative:
Product ID: 3778-60, serial# unknown, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the situation was determined. As noted before it was confirmed with the impedance check using the 8840 programmer. The cause of the situation was thought to be from the patient's fall which may have caused the lead to be damaged. The loss of stimulation happened right after the fall according to the patient. The problem was resolved by reprogramming the patient's lead to the remaining working electrodes. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient lost stimulation in the right side of their body after experiencing a fall. An impedance check was performed, which found electrodes 8, 9, 10, and 12 were out of normal limits with values greater than 10,000 ohms. Those electrodes were being used at the time of the impedance check. The manufacturer representative reprogrammed the patient to electrodes that were within normal limits. Electrodes 11, 13, 14, and 15 were used. The patient¿s settings were turned up and they had a return of stimulation. The patient commented that they were happy with the way it felt and was to contact the manufacturer representative if they had issues with the reprogramming. It was noted that the issue was resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is chronic low back pain.